Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient reported a gradual deterioration in hearing performance with the device in the previous few months (before septebmer 2021). The user has been reimplanted on (B)(6), 2022.

Manufacturer narrative:
Additional information: re-implantation depends on the assessment of the anesthesiologist, because of many other health problems. In addition, due to covid, elective interventions are greatly reduced.

Event description:
The recipient reports a gradual deterioration in hearing performance with the device in the last few months. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports a gradual deterioration in hearing performance with the device in the last few months.